Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, before extending the helix of the right ventricular (rv) lead, the sensed r-wave and the pacing threshold were measured multiple times but favorable results were not obtained. The lead was removed from the body. The lead and sheath were cleansed. The physician attempted to implant the lead again. The lead was positioned in a favorable site. However, noise was observed when the tip was used for pacing configuration (and not observed when the tip was not used). It was noted that the implant procedure was difficult and the physician touched the helix slightly when the lead was removed from the patient's body which may have contributed to the observations. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The helix of the lead was extrinsically bent.